Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 420 mg/dl. Thirty minutes after the test, he fell into a diabetic coma. He was told that when paramedics tested his glucose, they rec'd a reading of 27 mg/dl. The customer was taken to the hosp, but he did not know any more details about the incident. The customer did not have time to look for the test strips or troubleshoot the meter. The customer is to call back, and the products will be returned for eval.